Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a broken half height drawer the customer reported that issue occurred when dispensing medications and able to get medications from alternate stations. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was broken. The field service engineer removed all the cubie pockets, broken drawer and inserted the new drawer, plugged the drawer up. After firmware updates the system came up in application, logged in and went to storage space configuration. It was clear that the divider plate had fallen out of place. Filed service engineer removed the drawer from rails and put plate back in position, then reattached drawer back on rails and replaced drawer in position 3 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.